Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels of 400 mg/dl. The customers blood glucose was unknown at the time. No symptoms were reported, and the incident was treated with an old insulin pump. Customer noted the insulin pump doesn't put insulin through the tubing. Customer denied proceeding with troubleshoot. Customer was advised a replacement insulin set would be sent. The product was returned for analysis.